Event description:
Per the independent repair center, the customer alleged problem is the alarm will not function. The key failure is the power switch has no alarm. The serial number is invalid and they have been contacted.